Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that in the cvicu, a tri-fuse luer lock broke off when connected to a patient. A curos cap was used but it is unknown when it was used within the process of different infusions of multiple medications such as adenosine, tpn, lasix and others. There was no needed medical attention due to the event.

Event description:
It was reported that in the cvicu, a tri-fuse leur lock broke off when connected to a patient. A curos cap was used but it is unknown when it was used within the process of different infusions of multiple medications such as adenosine, tpn, lasix and others. There was no needed medical intervention due to the event.

Manufacturer narrative:
The customer¿s report of a broken trifuse luer lock was confirmed. Visual inspection of the set noted separation from the trifurcated adapter and the locking hub component was also observed to be cracked along the along the length of the luer and continuing along the top. Further inspection of the cracked locking hub component noted the crack was opposite the locking hub gate. The crack is considered as evidence that the integrity of the trifurcated adapter locking hub component was compromised. No obvious tool markings were observed around the damaged area. Functional testing was deemed unnecessary due to the separation. The root cause was not identified.